Event description:
Four integrity rx bare metal coronary stents were deployed to a patient's right coronary artery. The vessel was reported to be highly calcified with a long diseased segment which required multiple pre-dilatations prior to the deployment of the stents. Approximately twenty minutes post deployment of the stents, an angiogram found an acute thrombosis within the third stent in the mid right coronary artery. Information received confirmed that there appeared to be an unstented gap between the third and fourth stent where the thrombosis occurred. A thrombectomy catheter was inserted into the patient to resolve the thrombus. It was reported that the procedure was successfully completed. No other clinical sequelae were reported. Reference MFR report numbers 9612164201100396, 9612164201100397 and 9612164201100398.

Manufacturer narrative:
(B)(4). Evaluation: results: no conclusion can be drawn based on information provided to date. Stent thrombosis.